Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6): product type accessory product ID a820 lot# serial# unknown: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal hydromorphone and fentanyl (all unknown concentrations and doses) via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated that when connecting to the pump, the percentage got to 90% really fast, but if the patient let it sit there, it would take up to 4 minutes to connect for a bolus and they've talked to their health care provider (hcp) about it like 100 times and hcp said to call mdt. The patient kept the myptm app open in between uses because it was faster so they didn't have to start all over. The patient called a bolus 'a therapy' throughout call. The patient stated they've tried turning their bluetooth off because they saw devices trying to hack into their handset but the bluetooth stayed on. The patient stated they denied any device besides the communicator in bluetooth. The patient also disabled 'scan nearby devices' in handset settings for their own safety. The patient stated they wanted to use the handset alarm but couldn't find where that was. The patient stated they didn¿t feel the effects of the medication after seeing they bolused. The patient stated they only felt maybe 1 of 5 boluses they got per day, and they knew what it felt like to get pain meds because this was their 3rd pump and had been receiving pain management since the 1990's. The patient stated they had a 3hr lockout and started bolusing at night because they didn't sleep well and that was when they needed it. The patient stated they used oral meds during the day but if they were having horrible pain, then they would use a bolus. The patient stated over a month ago, they brought their equipment to the hcp due to discussing difficulties connecting but stated they didn't know anything about it and said maybe the equipment was refurbished. The patient also thought equipment was refurbished because the box was open after their surgery and an mdt rep did something to the equipment that the patient thought messed it up, and the patient didn't know what the hcp did but he got it working. The agent did not attempt to clarify notify date or mdt rep names due to the patient's difficulty answering questions and following troubleshooting instructions. The patient stated they had to stand and lean on the counter to bolus but they couldn't stand for long. The patient stated they could feel a little gear was kicking into place when connecting to pump. The patient mentioned sometimes they had so much pain they want to crawl out of their own head. The patient mentioned they had nerve damage from shingles and numbness under my all fingernails in both hands, causing difficulties navigating the handset and then stated they had an injury a couple years ago that did something to them. The patient powered on handset and read 'medtronic communicator not responding, close or wait,' but the screen went away before the patient was able to tap an option. The patient also stated after refills they would be locked out for 24 to 48 hrs, and the agent reviewed physician bolus, but the patient stated that was not right because the hcp didn¿t do that. The patient later stated they could sometimes feel boluses the hcp gave them at the office but didn't feel them upon arriving home so they must have the patient (the dosage) light. The agent reviewed connection considerations, mdt role vs hcp role, reviewed closing myptm app after use, and redirected to the hcp.